Event description:
Documentation has been submitted such as progress notes showing that the member has had at least 3 months trail and failure did not work, contraindication harmful for or intolerance side effect of one of the following breathing devices apap, bipap & CPAP for sleep apnea.